Event description:
It was reported the current or amplitude on the stimulator would intermittently increase "every day." The stimulator was replaced, and there was no pt injury or death.

Manufacturer narrative:
(B)(4).